Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Dried blood was observed within the stat-gard sleeve. No blood was observed inside the iab catheter. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen approximately 30cm from the iab tip. Additionally a second kink was found on the catheter tubing approximately 57.7cm from the iab tip. An underwater leak test of the stat gard sheath seal, balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A kink in the catheter tubing may cause an opening for blood to pass out of the sheath seal. However, the reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-19 through aug-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted into the sheath, blood had gotten into the sheath. Therapy was continued using a new iab without further issue. There was no patient harm or adverse event reported.